Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed deteriorating noise and occasional low pacing impedance readings on the right atrial lead. An insulation breach was suspected. The physician elected to cap and replace the lead on (B)(6) 2019. The patient was in stable condition.